Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right atrial lead could not be attached to the atrial appendage. The lead was not used and another was implanted. The patient was stable throughout the procedure.